Event description:
It was reported that the device would not turn on or off. No patient involvement was reported.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 13sep2019 to the present date 10nov2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure [intermittent (unknown cause), physical damage ] which does not correlate to the customer reported issue.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device would not turn on or off. No patient involvement was reported.